Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited possible undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.